Manufacturer narrative:
(B)(4). Damaged shroud top, lockout premature, damaged latch post additional information: was a cholangiogram performed during the procedure? No. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. The analysis result of the er420 device found that it was received with the top shroud broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shroud may lead to feeding issues. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the found this finding. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device and the clips were feeding sideways. They used a new liked device to complete the procedure. There was no patient consequence reported.